Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve issue occurred. It was reported that during the procedure, fluid (unknown if blood or saline) was leaking through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly. With the information available, this is being conservatively reported as a hemostatic valve separation as it is most likely the backflow occurred due to a malfunctioning/dislodged valve.